Manufacturer narrative:
(B)(4). Date sent: 5/11/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device was stuck while firing. There was a delay of 15 minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 5/18/2026. D4: batch #446d24. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the device. One possible cause for this condition may be exposure of cleaning solutions. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 446d24, and no non-conformances were identified.